Manufacturer narrative:
Initial.

Event description:
It was reported that the user saw a ¿connect cgm or enter bg for bg run mode¿ message on the ilet after their prior dexcom g7 sensor expired and before the new sensor finished warmup; the user confirmed in the ilet dexcom section that the new sensor was in warmup and received education that glucose values would display once warmup completed and the message would clear. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted use after education with no alerts or alarms and no medical intervention. Investigation included guided troubleshooting and user education to verify sensor status and expected behavior during cgm warmup. Investigation of this case revealed expected device behavior with cgm warmup and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was normal operation with user education provided.